Event description:
It was reported the battery check did not pass. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Updated summary and coding grids.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device did not pass the battery check. There was no patient involvement. Based on the information available, the root cause of the reported issue is due to the defective battery. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Device is working fine as per manufacturer's specifications after replacement of defective battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.